Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised moving pieces on foot end are riveted on and one rivet is broken causing bed to sag down on one corner.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that a rivet broke on the foot section of the bed, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer advised moving pieces on foot end are riveted on and one rivet is broken causing bed to sag down on one corner.